Event description:
Subsequent information indicates that the device has been returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during follow up this implantable cardioverter defibrillator (ICD) displayed a battery status of end of life (eol) on the programmer screen. It was reported that the eol message then went away and the local field representative was not able to verify an eol date and was no longer able to interrogate the device. The patient was symptomatic with vvi pacing at 50 paces per minute so the patient was admitted to the hospital. Boston scientific technical services recommended device replacement. Of note, the local field representative reported that the patient was last seen in (B)(6) 2011, at which time, the device was still well above a battery status of elective replacement time. The device was reported to have been explanted and replaced with a competitor's device. There were no adverse patient effects reported. It is unknown if the device will be returned.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.